Event description:
Contact reports taht during insertion of the chante endplate, the left iliac vein was nicked. Required one stich to repair. Resulted in 500cc blood loss. The disc was implanted and there was no adverse pt consequence.